Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they had four electrodes and number three was all the way to 10.5 volts and number four was high as well, but they didn't feel anything and experienced a loss of therapy, which started about two days ago. It was noted prior to this the consumer couldn't go over two or three volts, so they thought stimulation needed to be adjusted because it seemed to fade and didn't stay. There were no traumas, falls, or emi exposure reported related to this issue. A request was made for the manufacturer's representative (rep) to meet with the consumer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.